Manufacturer narrative:
The following fields were updated due to additional information: b5: "it was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg in a study, 1 tube was underfilled. There was no health impact or consequences reported." D4. Medical device lot #: 4270328. D4. Medical device expiration date: 30-sep-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 26-sep-2024. Investigation summary: bd had not received samples or photos for evaluation. No retentions are kept for manufacturing work orders (mwo). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg in a study, 1 tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D4 medical device lot #: unknown. Lot 4270328 was reported; however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg in a study, 2 tubes were underfilled. There was no health impact or consequences reported.